Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the ID of the three undamaged guides were found to meet specifications however, the 4th guide was found to be damaged and had circumferential abrasion marks and burrs, resulting in the ID not meeting specifications. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 12/30/2021, it was reported by a sales representative via sems that a ar-8717g-02 drill guide got stuck. This occurred during an unknown procedure when the surgeon was using the drill guide it got stuck, and started spinning uncontrollably. No additional information provided.